Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on 1/20/2010: before the circular stapler was fired, the orange indicator was within the green range of gab setting scale. Yes, the stapler was complete fired (plastic to plastic). Yes, the stapler cut completely. Surgeon is not 100% sure about the staples, but he thinks they were b-shaped. (B)(6). Additional information received on 1/27/2010: the only impact to the patient was the duration of the procedure, which was prolonged for 30-45 minutes due to manual suturing. The patient health was not impacted.

Event description:
It was reported that during a low anterior resection procedure, the circular stapler was fired, but after that, surgeon couldn`t open the instrument. Head of the stapler was jammed and when they tried to remove the instrument, they tore anastomosis and removed the stapler. After that they manually performed anastomosis. Procedure prolonged 30 minutes.